Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. No confirmatory test was performed. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer called it a false positive because the instrument would alarm the bottle as being positive as soon as the bottle was placed onto the instrument. They moved the bottle to several other locations and the same thing would happen ¿ automatic alert for positive. When they looked at the bottom of the vial, here is when they noticed the defective seal. The did not perform any gram staining or culturing beyond this point."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported sensor adhesion and a false positive result. One photo was received with sensor adhesion defect. Returned good samples were not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. No confirmatory test was performed. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer called it a false positive because the instrument would alarm the bottle as being positive as soon as the bottle was placed onto the instrument. They moved the bottle to several other locations and the same thing would happen ¿ automatic alert for positive. When they looked at the bottom of the vial, here is when they noticed the defective seal. The did not perform any gram staining or culturing beyond this point."